Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during an ent procedure, the coblator ii controller´s ablation settings remind ¿0¿ in-spite of changing wand and trying to increase/decrease the ablation settings. The procedure was completed with a s+n back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the aesthetics are good, there is no damage. A functional evaluation was performed on the returned device and found that when the wand was connected to the system a default value was showed on the display. It was tested with a known good main board and the output board worked properly. Hence it was confirmed that the main board and output board were faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a circuit failure. Based on this investigation, the need for corrective action is not indicated.